Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on posterior, wear abrasion and yellow particles inside the device. Leak test and microscopic analysis was performed which identified: crease smooth opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as a fold flaw opening.

Event description:
Device has been explanted.